Event description:
The customer contact reported "sparks." The pump was returned to the biomedical department with an unsigned note that stated, "broken-cord is cracked, sparks, and smokes." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.